Manufacturer narrative:
Date of event is estimated. A patient experienced lead migration was reported to abbott. As a result, the lead(s) were repositioned to improve coverage. The ipg was also electively replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2020-33238. It was reported that the patient experienced ineffective therapy due to their scs leads migrating after a fall in (B)(6). In turn, the patient underwent surgical intervention on (B)(6) 2020 to reposition the leads to address the issue.